Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00399.

Event description:
The customer reported to olympus, the distal end cover unknowingly separated from the endoscope and was left inside the patient after an endoscopic retrograde cholangiopancreatography. After the procedure, the patient had difficulty swallowing and a decreased level of consciousness. A bedside swallow study was ordered with speech [therapy]. During the swallow evaluation, the patient coughed up mucus and a piece of plastic resembling the distal end cover. After this event, the patient was able to speak more clearly and swallow better. The customer reported the staff is unable to confirm the distal end cover was 100% securely attached to the endoscope at the start of the procedure as this is a new step. The procedure was completed without any issues. This event includes 2 reports: patient identifier (B)(6): for the distal end cover, maj-2315 with lot h1922 (sterile lot h219065). Patient identifier (B)(6): for the endoscope, tfjq-190v with serial (B)(4).. This report is 2 of 2 for patient identifier (B)(6): for the endoscope, tfjq-190v with serial (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism. I) the distal cover was attached improperly or had cracks and/or pinhole. As a result, the cover fell into the patient¿s body. Ii) due to incorrect user handling, dropping of the distal cover into the patient¿s body was not detected. User can prevent the suggested event because IFU (operation manual) states as below. Important information; please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - if the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - when the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Olympus will continue to monitor field performance for this device.